Manufacturer narrative:
(B)(4) 2015 - this product was made by invacare at either invamex or aquatec and invacare has chosen to file this report utilizing the invamex cfn/fei registration. Should additional information become available, a supplemental record will be filed.

Event description:
The caller states that the right front leg on the device bent outward at a 45 degree angle and dropped the end user onto the floor. This caused the end user to hit her head on the shower door and feel into the tub. The caller states that this was being used on linoleum floor and has a hole in the floor where the device fell down through it. The end user states that they took the end user to the emergency room and found her to have "damaged" her knee but found no breaks or damage. The end user states that they found no breaks or damage, just swelling.

Manufacturer narrative:
The expanded evaluation states that "the right arm tube was bent and fractured at the hole where the front rail seat tube is mounted. There was a minor scratch near the site of the fracture. The front rail seat tube was bent. There was a minor scratch on the front rail tube. Because one of the arm tubes was fractured and bent, the commode was unable to provide any stability.

Event description:
The caller states that the right front leg on the device bent outward at a 45 degree angle and dropped the end user onto he floor. This caused the end user to hit her head on the shower door and feel into the tub. The caller states that this was being used on linoleum floor and has a hole in the floor where the device fell down through it. The end user states that they took the end user to the emergency room and found her to have "damaged" her knee but found no breaks or damage. The end user states that they found no breaks or damage, just swelling.